Manufacturer narrative:
Sensor 3mh00lul6td has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. The sensor was found to be in sensor state 3 (paired state). Sensor was reprogrammed and simvivo test performed. All results were within specification. Removed the sensor plug and inspected the plug assembly. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" error messages with the adc device and was unable to obtain readings. As a result, customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer had contact with a third-party (non-hcp) who provided an unspecified gel injection as treatment. An ambulance was called, customer had contact with a healthcare professional who provided glucagon for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.